Manufacturer narrative:
The serial was reported as unknown in the initial medwatch, upon receipt for evaluation the serial number was verified to be (B)(4). The date of manufacture was not available because the serial number had not been provided. The date of manufacture has been updated to dec 13, 2010. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event: it was reported from (B)(6) that during a tibial diaphyseal fracture surgical procedure, while applying an expert tibial nail, it was observed that the drill bit device interfered with the nail and the drill device stopped functioning. It was reported that the surgeon then removed the drill bit device from the patient's body and found that the drill bit device was deformed. According to the reporter, the drill bit device was replaced with a spare device and tested if it worked properly, however, the radiolucent drive device started turning by itself. It was reported that the adaptor device and the radiolucent drive device were removed from the handpiece device and reassembled. However, the issue was not resolved. There was a ten minute delay in the surgical procedure. A spare drill device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the patient was recovering well. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.